Event description:
It was reported that (3) devices were use during a laparoscopic cholecystectomy. It was reported by the affiliate that the ems instruments had malformed staples. There was no consequence to the pt.